Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50 ml bag of vincristine was spiked with the smartsite add-on bag access device that was connected to an se pump IV set. The spike fell out of the bag and the vincristine spilled all over the patient that was sitting in the infusion chair.